Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain/ mild pelvic pain") in a 27-year-old female patient who had essure (batch no. A36525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (birth dates: (B)(6) 2008, (B)(6) 2013), gestational diabetes, seizures (in pregnancy), premature birth (both children), appendectomy in 2012 and bronchitis. Previously administered products included for an unreported indication: contraceptives nos from 2008 to 5-mar-2013, topamax, norco and keppra. Past adverse reactions to the above products included nausea with norco. Concurrent conditions included obesity. Concomitant products included carbamazepine and fludrocortisone acetate (florinef). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (nderwent total hysterectomy due to complications from the essure device.) And surgery (underwent total hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menstrual disorder, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff stated that she recovered from abnormal bleeding, pelvic pain and bladder and urinary issues 1 month after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2016, surgical report revealed diagnosisincluded peritoneum, biopsies. Received as bilateral peritoneum biopsies, is scant tissue measuring < 0.1 cm. On (B)(6) 2016, surgical report revealed diagnosisincluded right fallopian tube, salpingectomy: uterus, cervix, left fallopian tube, hysterectomy and salpingectomy. Gross description: 1. Received as right fallopian tube, is a pink-purple fallopian tube with a fimbriated end measuring up to 7 cm. The specimen is sampled in one cassette. 2. Received as left fallopian tube and uterus, is a pinkpurple fallopian tube with the fimbriated end, measuring 5.5 cm in length and a uterus containing the uterine fundus and cervix weighing 87 grams, measuring 8.5 cm fundus to cervix, 4 cm cornu to cornu and 3.8 cm anterior to posterior. The ectocervical mucosa is gray-tan-white and smooth. The endocervical canal is tan rugated without mass lesion. Sectioning through the uterine fundus reveals 1.7 cm thick myometrial walls and erythematous thin endometrial mucosa without tumor. Blocks submitted: endocervix in 2a and 28, lower uterine segment and adjoining serosa in 2c, endomyometrium in 2d, endomyometrium and fallopian tube in 2e. Current weight: 230 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain/ mild pelvic pain") in a 27-year-old female patient who had essure (batch no. A36525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (birth dates: (B)(6) 2008, (B)(6) 2013), gestational diabetes, seizures (in pregnancy), premature birth (both children), appendectomy in 2012 and bronchitis. Previously administered products included for an unreported indication: contraceptives nos from 2008 to (B)(6) 2013, topamax, norco and keppra. Past adverse reactions to the above products included nausea with norco. Concurrent conditions included obesity. Concomitant products included antibiotics for bladder disorder, nsaid's for pelvic pain as well as carbamazepine, ethinylestradiol (ethinyl oestradiol), fludrocortisone acetate (florinef), levetiracetam (keppra) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy due to complications from the essure device. And "underwent" total hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menstrual disorder, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff stated that she recovered from abnormal bleeding, pelvic pain and bladder and urinary issues 1 month after essure removal. Current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: results: negative. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: surgical report revealed diagnosis included peritoneum, biopsies. Received as bilateral peritoneum biopsies, is scant tissue measuring < 0.1 cm.; on (B)(6) 2016: surgical report revealed diagnosis included right fallopian tube, salpingectomy: uterus, cervix, left fallopian tube, hysterectomy and salpingectomy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received event " psychological or psychiatric problems condition: depression and mental anguish" were added. Concomitant drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. A36525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (birth dates: (B)(6) 2008, (B)(6) 2013), gestational diabetes, seizures (in pregnancy), premature birth (both children), appendectomy in 2012 and bronchitis. Previously administered products included for an unreported indication: contraceptives nos from 2008 to (B)(6) 2013, topamax, norco and keppra. Past adverse reactions to the above products included nausea with norco. Concurrent conditions included overweight. Concomitant products included carbamazepine and fludrocortisone acetate (florinef). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy due to complications from the essure device.) Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menstrual disorder, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: negative hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2016, surgical report revealed diagnosis included peritoneum, biopsies. Received as bilateral peritoneum biopsies, is scant tissue measuring < 0.1 cm. On (B)(6) 2016, surgical report revealed diagnosis included right fallopian tube, salpingectomy: uterus, cervix, left fallopian tube, hysterectomy and salpingectomy. Gross description: 1. Received as right fallopian tube, is a pink-purple fallopian tube with a fimbriated end measuring up to 7 cm. The specimen is sampled in one cassette. 2. Received as left fallopian tube and uterus, is a pink/purple fallopian tube with the fimbriated end, measuring 5.5 cm in length and a uterus containing the uterine fundus and cervix weighing 87 grams, measuring 8.5 cm fundus to cervix, 4 cm cornu to cornu and 3.8 cm anterior to posterior. The ectocervical mucosa is gray-tan-white and smooth. The endocervical canal is tan rugated without mass lesion. Sectioning through the uterine fundus reveals 1.7 cm thick myometrial walls and erythematous thin endometrial mucosa without tumor. Blocks submitted: endocervix in 2a and 28, lower uterine segment and adjoining serosa in 2c, endomyometrium in 2d, endomyometrium and fallopian tube in 2e. Current weight: (B)(6) lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain and abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: the reporter information was updated. This case concerns (B)(6) year old patient. Lab data was added. Her historical and concurrent conditions were added. Essure explantation date was added. Essure indication was added. Essure lot numbers were added. Her concomitant medications were added. Events: migration of the device, pain: abdominal pain, bladder or urinary problems or changes, abnormal bleeding (vaginal, menorrhagia) were added. A month after removal of essure she had no more cramping and lower pain during intercourse. After removal all the symptoms had all went back to normal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy due to complications from the essure device.). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.